Manufacturer narrative:
Operative notes from the first revision surgery state that the patient was revised due to mechanical loosening of the tibia. The femoral component was also revised but was not indicated to be loose. The description of the procedure suggests that the femoral component was revised to provide better access to the tibial component. It was noted that the tibial component was removed rather easily. The patellar component was noted to be well fixed and was not revised. The knee was revised with lcck femoral and articular surface components with straight stem extensions for both the femoral (14 x 100mm) and tibial (12 x 100mm) components. The knee was brought to full extension and no anterior or posterior instability was noted with final components. Operative notes from the second revision surgery state that the patient was revised due to tibial component loosening. The patellar and femoral components were checked and it was noted that they were not loose. The tibial component was noted to be loose, but not grossly loose, and was easily disimpacted from the bone. Medial and lateral 5mm augments and a 11 x 100mm straight stem were used with the new tibial component. Full extension, no hyperextension, and no varus/valgus instability were noted with trial components. The operative notes state no complications were encountered. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). No devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The patient follow up letter states that the patient recently found out that she is allergic to nickel. The nexgen knee package inserts lists metal sensitivity as a known adverse effect. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing severe pain, swelling, hot to the touch, inability to walk, and a metal allergy.